Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please specify the causes of the redo cabgs in this patient? Could you clarify whether the patient's redo cabgs were due to a failure of the monocryl sutures recently used in the surgeries? Or if any other ethicon products were implicated as the cause of the reoperations? Were there any signs of suture-related complications, such as tissue reaction or suture breakage, observed during the surgeries? Are there specific factors or patient conditions that might have contributed to the suture failure or reoperation? What is the patient¿s current health status and condition? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep).

Event description:
It was reported that a patient underwent a carb procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the sales rep that, the stratafix suture was backing out and would not hold the tissue. The pa crossed the two arms of the sutures and went back multiple times, but those arms continued to back out. Ultimately, a monocryl skin stitch was used to close the incision. The patient had a redo CABG last june and july of this year. No adverse patient consequences were reported. Additional information was requested.